Event description:
Additional information was received from a consumer (con). It was reported that the patients health care professional (hcp) did the first surgery because they thought the pump was flipped but it was not. After that first surgery, her wound did not heal and the hcp had to go back in and do a second surgery to close the wound because the first person who closed it did not do it properly. This second surgery to close the wound happened in (B)(6) 2015 and is when the saline was initially placed in the pump.

Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).

Event description:
Information was received from a consumer and healthcare professional regarding a patient receiving morphine 5 mg/ml at 0.25 mg/day via an implantable infusion pump. The indication for use (IFU) was listed as non-malignant pain. It was reported that the patient went for a follow-up visit on (B)(6) 2013, and their healthcare provider (hcp) had not put any medicine or anything in their pump. The patient was sick on (B)(6) 2013, so did not ask many questions about when the next refill date would be or what alarm sounds like. They did not know when it would be filled again or anything. The patient was sleeping on the same day, and heard a tone in their head went off. The patient was not sure what an alarm was supposed to sound like, and they were not sure what they were supposed to listen for. The patient described the tone as a really deep tone that woke them up. The patient stated neither noncritical nor critical alarms where what they heard. The patient had an appointment with their physician in a month. The patient had not noticed symptom changes. The patient had been having trouble being sick. The patient was throwing up horrible since their pump was implanted. The patient had maybe a good eight days of being good out of the whole time since being implanted. The patient's physician was aware of the patient's symptoms. A hcp later reported the patient had nausea and vomiting. Their outcome was noted to be a non-serious illness. They would continue to monitor the patient's status and adjust the pump medications as needed. The patient did not require hospitalization due to the event. The healthcare provider noted the patient reported ongoing nausea and vomiting, and the cause of the event was post-surgical pump placement. The event was attributed to the pump; however it was unknown what the issue was. Additional information received reported the patient had a computed tomography (CT) scan on (B)(6) 2014; however it was unrelated to her device or therapy. They were checking the patient's intestines to see why the patient was having episodes of deathly ill vomiting, which began about five months prior. It would go like that for 9-10 days then the patient would have a couple of good days and then go right back. The patient had tried vinegrine and zophran for nausea and nothing was helping. The patient's hcp had left the practice, so the patient was looking for a new hcp. Additional information received from a patient reported the pump flipped. The patient felt they have never had therapeutic benefit or pain relief from the pump since implant. They were increasing the pump medication from 2013-2014, but never felt any change from it. The patient did not think any increases have occurred since. The patient was referred to a surgeon for a consultation on (B)(6) 2015. The pump was turned down to a non-therapeutic dose on (B)(6) 2015 at the hcp's office and the patient hasn't experienced any side effects and feels it just proves that her pump never worked. The patient wanted to know if they would already be sick by now and was worried. The pump flip was verified under fluoroscopy on (B)(6) 2015 because they couldn't refill the pump. The pump is completely over on the patient's side, versus in the patient's back where it was implanted. The pump was moving and turned sideways on the right side. The pump was moving before it was flipped. The patient has had trouble with the pump being accessed since 2013. Sometimes it would take 45 minutes to just find the port. The patient reports having issues with the pump all along. The patient's hcp would turn up the medication in the pump, but the patient wouldn't notice any changes from it. The other medications the patient was taking at the time of event included oral oxycodone, xanax and zanaflex, and phernegan. The patient was told they may need to take an extra oxycodone if the patient needs it. A company representative told the patient someone would be in the surgery when the patient gets a replacement.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer. The pump was empty in (B)(6) 2015, and saline was put in. Saline was put in the pump because they could not fill the pump. It took them 1 hour and 15 minutes to try and fill the pump. The patient had two surgeries, and the issue was resolved. No further symptoms were reported/mentioned. It was also noted that the pump was recently refilled, and the personal therapy manager (ptm) displayed code 8503. The pump was recently programmed with a prescribed bolus that was currently in progress as indicated in labeling. The pump/ptm was working as designed. The inquiry regarding the 8503 code was resolved.